Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient presented for an office visit on (B)(6) 2017. According to the report, the patient experienced no improvement to their baseline condition since the last adjustment that went from a setting of 2.0 to 1.5. It was stated that the device was adjusted from 1.5 to 1.0 without difficulty. The patient then experienced a worsening of nausea and vomiting and went to the emergency room on (B)(6). Reportedly, the device was adjusted to 1.5, but difficulty was experienced when adjusting. The patient had an x-ray that showed the device being at 1.0. It was reported that the patient declined to have the device readjusted to 1.5 because their symptoms resolved the next day. The device was not explanted and the patient was at home.